Event description:
It was reported that, the day after implant, the patient's left ventricular (lv) lead had no capture and a suspected dislodgement. The physician confirmed the lv lead dislodgement under fluoroscopy. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).